Event description:
It was reported that the driver started running by itself when the item was set down and no one was touching it during a surgical procedure. The case was continued with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device running by itself was duplicated. Based on the quality investigation details, the likely cause was damaged sockets on the socket assembly of the potted trigger assembly. The device will be repaired and returned to service.